Event description:
Health care provider (hcp) reported they removed the cataract and ia (irrigation/aspiration) was performed. The capsular bag was filled with provisc ophthalmic viscosurgical device (ovd). Upon implanting the eyhance iol in the left eye, it was ¿sticky¿ and the top half of the capsular bag folded on top of itself and tore. A vitrectomy was performed. Sutures were required because of the vitreous prolapse. The iol was cut out and removed from the patient's eye. Patient went home aphakic. Reportedly, the directions for use were followed. The customer allowed the ovd to acclimatize to the operating room temperature and after the inserter was prepped there were no delays. The medication prescribed is standard post-operative (op) drops. The patient's vision pre-op was 20/60 and post-op 20/200. Hcp reported that the patient's daily activities were significantly affected. No further information was provided.

Manufacturer narrative:
Weight: unknown/asked but not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. Expiration date: unknown, as the serial number was not provided. Unique identifier (UDI) number: unknown, as the serial number was not provided. If implanted; give date: the intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Device manufacture date: unknown, as the serial number was not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have some of the information. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.